Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a high blood glucose level of 24 mmol/l. They treated the low blood glucose with the insulin pump. It was also reported that the plastic ring at the top of the reservoir compartment was missing. They may have bumped the insulin pump. They noticed the damage when they were performing the set change. The device will return for analysis.

Manufacturer narrative:
The insulin pump device was received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, missing retainer and missing reservoir tube oring. Unable to perform displacement test due to missing retainer.